Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed no damages. Microscopic examination revealed an unknown foreign metallic material stuck near the tip of the device in the window of the proximal race. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29oct2025. It was reported loss of rotation occurred. The moderately calcified, 60% stenosed target lesion with thrombus, was located in the patient's lower extremity. A 2.4mm jetstream xc catheter was selected for a procedure to treat the superficial femoral artery occlusion. During the procedure, the 2.4mm jetstream xc catheter functioned as expected for about ten minutes. Loss of rotation occurred and troubleshooting steps were taken; however, the issue persisted and the procedure was completed with a different device of the same model. There were no patient complications as a result of this event. Device analysis revealed an unknown foreign metallic material stuck near the tip of the device.